Event description:
Surgeon reported plate breakage during post-op x-rays. Surgeon sent x-rays of post-ops showing broken plate and did not share any additional information. Duration from surgery to post-op is unknown as is original surgery date and patient information.